Event description:
It was reported that patient experienced blisters and irritation following hair removal treatment using elite iq. Blisters were caused by second degree burn. Cynosure clinical team investigated the event and determined it was inconclusive. Parameters used were within the guidelines. Site relayed patient's previous treatments resulted in a pronounced histamine response, but this treatment was even more pronounced. Patient mentioned she took cold baths when treatment area felt hot. Cynosure clinical states, "warm or hot baths can contribute to adverse responses. It is unknown if the bath was warmer than it should have been." Patient applied hydrocostione post treatment as preventative medication. Patient also informed site they visited a burn clinic on (B)(6) 2025, and treatment area was debrided. Cynosure assistant medical director reviewed the images provided and confirms patient healing appropriately without infection, but it is unknown if there will be a permanent injury. Cynosure field servicer engineer (fse) arrived on site and evaluated the device. Fse confirmed device was operating as intended within specification. Blisters and burns are expected side effects from such treatment. Since patient had area debrided, this is considered medical intervention and is reportable.